Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer reported experiencing at least three occurrences of the same malfunction on this pump, despite it being under warranty. Tandem technical support confirmed the shipping address, instructed the customer on necessary steps, and sent a replacement pump. The customer was advised to put the initial pump into storage mode and return it via ups using a prepaid label within ten days, which the customer acknowledged.